Event description:
In 2008, a clinical incident involving a procise xp wand was reported to arthrocare. During a tonsillectomy and adenoidectomy procedure, the pt was reported to have sustained a burn to lip (severity of burn and treatment details not provided).

Manufacturer narrative:
The device was received for investigation. The investigation for the device is currently in progress. A f/u report will be provided following completion of the investigation.